Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra 2 meter had a power issue ¿ does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue began around (B)(6) 2016, around 4:30pm. The patient manages her diabetes with oral medications, diet and exercise and stated that around 4:30 she had consumed more food/drink due to the alleged product issue. The patient reported that she developed the symptoms of ¿high temperature and excessive thirst¿ 1 hour after the alleged product issue began. She reported that at around 5:30 she self-treated with an unspecified amount of additional oral medication (glyburide). The patient denied that she obtained a blood glucose result on another device. At the time of troubleshooting the cca noted that the patient was unable /unwilling to confirm if it was the first time the subject meter was being used, there was no misuse of the meter and the correct test strips were being used. When a new test strip was inserted and when the power button was pressed down the meter did turn on and therefore the issue was resolved. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.